Event description:
The customer stated an architect i2000sr analyzer generated a false positive bhcg result for one patient sample. The analyzer generated an initial bhcg result of 1528 and repeat results of <1.2. The false positive bhcg result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the investigation is complete.